Event description:
It was reported that approximately 4.5 years post implant an infrarenal aortic extension was completely separated from the bifurcated device and developed a type iii endoleak. Reportedly, the physician re-cannulated the bifurcated device and aortic extension. A second infrarenal aortic extension was placed over the junction, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However computed tomographic reports and scans were provided by the hospital. Based upon the review of the computed tomographic reports and scans by clinical representative endoleak type iii can be confirmed, but cause of the event could not be determined. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.